Event description:
Reporter indicated that pt participating in an study in another country, is experiencing left vocal cord paralysis due to implant surgery. An ent evaluation has been requested. The pt has not been hospitalized, nor have any medications been given to date. Initial report indicated the left vocal cord paralysis was not associated with a device complication.